Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7x120, 130 cm eluvia drug-eluting stent was advanced for treatment. However, when the delivery system was withdrawn after stent placement, the guidewire locked up in the shaft. The device was removed together with the guidewire and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
(E1) initial reporter city: ise city mie prefecture 5160008 device evaluated by MFR:returned product consisted of an eluvia self-expanding stent system with a 0.014" guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The proximal inner was prolapsed inside the handle. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7x120, 130 cm eluvia drug-eluting stent was advanced for treatment. However, when the delivery system was withdrawn after stent placement, the guidewire locked up in the shaft. The device was removed together with the guidewire and the procedure was completed. No patient complications nor injuries were reported.